Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Manufacture dates: monitor: 8/22/2012. Electrode belt: 8/2/2018. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 4 times by the lifevest. The patient then received an additional appropriate shock from the lifevest while their rhythm was vt at 270 bpm. The patient was reportedly conscious at the time of the event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest.

Event description:
The patient was inappropriately treated 4 times by the lifevest. The patient then received an additional appropriate shock from the lifevest while their rhythm was vt at 270 bpm. The patient was reportedly conscious at the time of the event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest. Update as of 07/23/2021: per the most recent download data the patient received 1 additional inappropriate treatment. The patient was reportedly conscious at the time of the event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest.

Manufacturer narrative:
The monitor (B)(6) and electrode belt (B)(6) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Manufacture dates: monitor: 8/22/2012. Electrode belt: 8/2/2018. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.